Event description:
Customer reported significant leak of gas between inner tube and outer tube of tracheostomy necessitating change in ventilator settings to maintain oxygenation. Customer confirmed no extubation or recannulation of a replacement tube was required however, the pt did experience a temporary loss of ventilation.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the mfg site for analysis but has yet to be received. If the sample is received and if significant info is identified from the sample analysis, a summary will be provided in a supplemental report.